Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused. During an unspecified surgical procedure, the patient was receiving propofol at 100 mcg/kg/minute then increased to 200mcg/kg/minute. At an unknown point during surgery, the patient¿s eyes started to flutter and then opened their eyes ¿wide.¿ the pump indicated 77.3ml had been infused; however, the bottle remained three fourths full. The patient was administered ¿additional boluses to reach the treatment goal rass (richmond agitation-sedation scale) to fully sedate the patient. The pump was changed out. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.